Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to motor with a high current draw. Traces of moisture were noted on the motor assembly and mother board. The device had cracked reservoir tube lip, minor scratches on the display window, and cracked case at display window corner.

Event description:
Customer reported via phone call, the insulin pump was completely unresponsive. Customer removed the batter and inserted a new one and the device was unresponsive. Customer reported via phone call, the device was exposed to water as it fell in the water. Customer was unable to check history as the device was without power. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.